Event description:
Reportedly, during patient use, a continuous audible alarm occurred that could not be silenced. The unit could not be powered down. The patient was manually ventilated. There were no negative or serious patient consequences reported. Upon further inspection and testing, when the ac plug was disconnected, an "ac power loss" alarm occurred followed by an "internal battery level is dangerously low, shut down imminent" alarm. The external battery level was 100% but the unit did not switch to the full external battery pack. It was confirmed that since the audible alarm could not be silenced and the alarm had drained the internal battery.

Manufacturer narrative:
(B)(4).